Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. The noise was also over-sensed by the pacemaker. The pacemaker was explanted while the rv lead was capped on (B)(6) 2026. Both pacemaker and rv lead were replaced. No patient consequences were reported.